Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. However, a media inspection was performed. The reported allegation of was confirmed based on the five pictures attached to the complaint, which showed that both packaging devices ripped and damaged.

Event description:
It was reported that upon arriving at facility, the package of the farawave catheter was damaged compromising the sterile seal. Both the box, and the plastic had tears. The device won't be returned because it was disposed.

Event description:
It was reported that upon arriving at facility, the package of the farawave catheter was damaged compromising the sterile seal. Both the box, and the plastic had tears. The device won't be returned because it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.